Manufacturer narrative:
Batch record review revelaed no deviation. No other complaint was received from the same batch with a similar complaint reason.the final inspection of the reported asd occluder and its corresponding procedure pack revealed no deviations.

Event description:
We were informed about an event: "initially, a 40mm asd occluder was deployed, and successful closure was achieved; however, the ECG (electrocardiogram) indicated an av block. Despite multiple attempts to reposition the device at various angles, the conduction disturbance persisted. Consequently, the device size was downsized to 33mm. Due to challenging anatomy/angulation, the initial deployment of the 33mm device failed to achieve a complete seal. After further adjustments and attempting different approach angles, the procedure was finally completed successfully."